Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50 x 20 synergy drug-eluting stent was advanced for treatment. However, during procedure, the shaft broke 30cm from the hub when pushing the delivery stent. The device was completely removed easily form the patient's body. The procedure was completed with a non bsc device. No patient complications were reported.